Event description:
It was reported that during a tfn procedure the t-handle of the reamer sheared off during insertion. The surgeon used a vice grip to remove instead. There were no pieces to retrieve and no adverse event to the patient. The procedure was completed without any further incident. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the device was returned with the handle separated from the shaft. The weld bead around the base of handle where it is attached to the shaft has been broken. The shaft can be fully reinserted in the handle but will not hold securely due to the broken weld bead. (B)(4). The risk analysis does not address this issue and will be updated accordingly. (B)(4). This device was manufactured in march 2011 prior to the material change being made and implemented. Based on evaluation of prior complaints and the design change incorporated on dco 10023749 to address the issue, this is deemed valid from a design perspective. Patient identifier reported as (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)